Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's color cable was removed and returned. The color cable was put through extensive testing without duplicating the malfunction. The color cable was scrapped as a precaution. Analysis for reports of this type has not identified an increase in trend.